Event description:
(B)(6) is at the hosp having his port evaluated. Call placed to (B)(6) at (B)(6), left detailed voice message w/ rn - (B)(6) - regarding need to have (B)(6) port accessed for functionality and possible clot. Provided my name, number and ext. Just got off the phone with (B)(6), nurse with the (B)(6) boys. Thanks (B)(6) for okay to give enzyme while on antibiotics. New problem - after (B)(6) accessed port, she had resistance to flush and bulging in shoulder neck area along catheter line to subclavian junction. (B)(6) and mom have hot had success in getting through to anyone at md office. Instructed to hold infusion and wait until we have direction from md. (B)(6), please reach out to mdo - I will also notify (B)(4) rep to see if she has backline into mdo.